Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 229, and 43 mg/dl. Tests were done within 5 minutes with a difference of 121%. Patient did not experience any adverse events. No further information has been reported.